Event description:
It was reported that when the psa (pacing system analyzer) was checked by hospital staff, a fracture of the cable conductor was suspected. The cable was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: analysis confirmed the reported event. The cable was found to be fractured. (B)(4).